Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The product had broken while draining fluids from chest. Perhaps a defect in the particular catheter. Potential for a pneumothorax. Additional info received: the catheter was placed pleural chest tube, right side for pleural fluid/a pleural effusion, approximately 24 hours. The patient was check at 6 am. Everything with the tube was working well. Around 7 am the pt reported that he was wet. When the rn investigated the cause, it was discovered that the tube had broken. There was no significant issues that would precipitate the catheter breaking. The remaining part of the catheter that was in the patient was removed in interventional radiology when a new chest tube was placed. The separated portion of the catheter was removed with no sections remaining int he pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.